Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture (loc). It was reported the lead was pacing the atrium. A lead dislodgment was confirmed via fluoroscopy. A revision procedure was performed and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.